Event description:
A vaxcel chest port was placed for therapeutic purposes on an unknown date. The pt had the port implanted at a unknown facility, and was transfered to hosp, for continued care. Upon arrival at hosp, a CT was performed, at which time it was discovered that the catheter had fractured from the port, and migrated into the pulmonary artery. The catheter piece was successfully retrieved from the right main and proximal left main pulmonary artery with the use of a en-snare. The complainant reported that there was no other adverse effect on the pt as a result of the reported procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event.